Event description:
It was reported that the patient presented to the emergency department with dizziness. Upon interrogation the pacemaker was observed to be in safety mode and pacing inhibition had occurred, with pauses noted on telemetry. The patient had multiple medical comorbidities, including dementia, and was transitioned to hospice due to his intractable symptoms. The patient subsequently passed away (date of death not reported). It was noted that the patient had known pacemaker dependence and that prior to the device entering safety mode he had been stable in the outpatient setting. It was not reported whether the device would be returned.